Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and observed bubbles in the lower chamber of the ratio pump and the fluids were not moving to the electrolyte injection cup (eic). The fse identified the failure mode as a defective eic valves. The fse replaced the eic valves to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise), including sodium (na), potassium (k), chloride (cl) patient results with negative anion gaps on their dxc 600i synchron access clinical analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.